Event description:
According to the literature study performed between february 2024 and february 2025, a retrospective study evaluated safety and diagnostic yield of a robotic-assisted bronchoscopy system. A total of 91 patients were included in the study with 94 nodules biopsied. Different tools were used for biopsies, including super dimension biopsy forceps in 43 patients and cytology brush in 65 patients. Complications included in 12 cases of pneumothorax requiring pigtail chest tube placement in all. One patient had massive hemoptysis following extubation, necessitating re-intubation.

Manufacturer narrative:
Lamia aljundi, ara vartanyan, tingyu yang, ching-fei chang, shiqian li, monika kakol "learning curve, safety and diagnostic yield of the galaxy, noah medical group robotic bronchoscopy platform" journal of thoracic disease, 2026, 10.21037/jtd-2025-1-2700 d10 concomitant product: unknown cytology brush (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.